Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A medtronic representative reported via the interdepartmental helpline solutions tracker of sensor glucose readings from the insulin pump. The customer's sensor glucose was 45 mg/dl and their blood glucose was between 46 to 117mg/dl. No further details given.